Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported difficult to open or close associated with the inability to actuate the gripper was due to the gripper line break. The cause of the reported break was due to the difficulty to remove the clip from the leaflet. The cause of the reported difficult to remove associated with the clip becoming caught in the anterior leaflet appears to be due to procedural circumstances during clip positioning. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficulty removing the clip, break in the gripper line and a gripper actuation issue. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4 and a slightly thickened leaflet without calcification. A mitraclip xtw was selected for treatment. While positioning the clip, the anterior mitral leaflet (aml) got caught behind the anterior gripper. The clip was inverted and pulled back into the left atrium. During the process, the anterior gripper line was ripped off, and the gripper could not be raised anymore. The clip was exchanged without any problems. The new clip was placed with a good mr reduction. The procedure was complete with a mr grade of 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.